Manufacturer narrative:
The spiderx arm of the create trial demonstrated that spiderrx was safe and effective when used in conjunction with the acculink carotid stent. Attempted use of the accunet device is not required prior to using the spiderx device.